Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the investigation was re-opened upon the receipt of additional information. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. (B)(4).

Event description:
It was reported that the patient had a left total knee replacement on (B)(6) 2017. Had proximal plantar fasciitis in both feet, osteoarthritis of the right knee. He had very good relief as far as the heel is concerned for three years. He is symptomatic again. As far as the left total knee replacement, in the last six weeks, he says he is getting pain over the anterior aspect of the left knee. On examination, he localized the pain around the anterior aspect of the left knee and also in the proximal tibia. X-ray of the left knee taken today shows femur is in satisfactory position, but in the knee there is radiological evidence of loosening in the tibial plate. Doi: (B)(6) 2017, dor: to be decided, left knee.